Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 16mm amplatzer septal occluder (aso) was selected for implant using a 7f amplatzer trevisio intravascular delivery system. During the procedure, the aso was opened in the left atrium but did not take the appropriate shape. The device was recaptured inside the delivery system and redeployed, but the same result was observed. The device was removed from the patient and exchanged for a new 16mm aso, which was successfully implanted. There was no interaction with cardiac structures and no angulation or kink noticed in the delivery system. The patient status was reported as stable. No patient consequences were reported. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of the device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling. There is no indication of a product quality issue with regards to manufacture design or labeling.